Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4-reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis. A partial lead measuring 13.4cm from the connector pin was returned. External insulation abrasion was found at 12.6cm-12.9cm from the pin consistent with lead friction to the ICD. The etfe coating of the conductors was intact at the abrasion site.

Event description:
This report is to advise of an event observed during analysis.